Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced elevated blood glucose of an unknown value. The customer was admitted to the hospital with ketone levels of 3.1 and was treated with an intravenous insulin drip. The customer was discharged the same day. In an attempt to resolve elevated bg the customer increased basal insulin from 55 units to 198 units however, the increased basal rate did not help. Customer delivered insulin via an insulin pen to address bg/ ketones. Insulin, cartridge and infusion set changes were performed and bg continued to be elevated. Pump settings, history and alert history were reviewed and no issues were observed. No occlusion alarms had occurred at the time of this event. Reportedly, customer support performed a pump system check and could not find a root cause for the customer's elevated bg. The customer reverted to alternate pump and total units of insulin and bg normalized.